Manufacturer narrative:
The insulin pump had severely scratched display window, protruded and or loose drive support disk, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer called to reported damage to the loose drive support cap on insulin pump. The blood glucose level was not included in the report. Nothing further was reported.